Event description:
It was reported by the patient that the carelink monitor was unable to complete the send phase of the manual remote transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's remote monitor would not dial out. The patient tried several phone jacks and different telephone cords and received the same result. A new remote monitor will be sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the assembly out of specification electrically due to a serious component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.